Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the shock impedance measurement was greater than 125 ohm. After analyzing daily trend of shock impedance measurements, no measures of out of range were found. As a result, a malfunction of the proximal coil was suspected. No adverse patient effects were reported.